Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported a ¿settings not available ¿ cannot provide stimulator settings¿ screen since (B)(6) 2019. The patient reported that he had removed and replaced the lithium ion battery and that didn¿t resolve the issue. The patient reported that he went to .8 on (B)(6) 2019 but today couldn¿t increase beyond 0.0. The patient reported that he turned stimulation to 0 at night and then increased stimulation from 0 in the morning daily. The patient wasn¿t aware of other program options to try. The patient was redirected to their healthcare provider (hcp). Additional information was received from the patient via a manufacturer representative (rep). It was reported the rep met with the patient on (B)(6) 2019 because on (B)(6) 2019, the patient had not been able to increase the intensity higher than 0.8 ma. Impedances were checked and found to be high on electrodes: 6, 10, 11, 12 and 13. The rep reprogrammed around the high impedances, and was still able to utilize the high density therapy. Issue was resolved. No further complications were reported or anticipated.